Event description:
The manufacturer's field service engineer (fse) reported while servicing the ventilator, after the short self test was completed and the device was powered on in diagnostic mode, the device performed a restart. The fse reported review of the device diagnostic log indicated a vent inop due to power supply failure. The fse reported the device was powered on a second time with the same sequence and the device restarted at power on. There was no patient involvement.